Event description:
It was reported that they called to state repeated alarm 77s (chiller water temperature sensor out of range ¿ high resistance) on the arctic sun device. Per ttm report received on 24dec2024, biomed needs to send device in for repair. They spoke to tech support earlier in the month about this device. Transferred to tech support. Per follow up information received via task on 06mar2025, no patient involved at the time of the malfunction.

Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported issue was confirmed. The root cause identified is a failed chiller. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: b, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed chiller. A DHR is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state repeated alarm 77s (chiller water temperature sensor out of range ¿ high resistance) on the arctic sun device. Per ttm report received on 24dec2024, biomed needs to send device in for repair. They spoke to tech support earlier in the month about this device. Transferred to tech support.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they called to state repeated alarm 77 (chiller water temperature sensor out of range ¿ high resistance) on the arctic sun device.